Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette) it was reported that no disposable pump wont run, unresolved with multiple troubleshooting attempts green flow stop, air in line. Patient not affected. No additional information available.